Event description:
During an a davinci xi radical prostatectomy procedure in npor 4, the blue part of the airseal top broke off and fell into the patient. The pa assisting was able to retrieve both blue broken pieces from inside the patient. No harm reached the patient.